Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported in clinic that the patient could not interrogate their device. The reason for being unable to interrogate was that it was considered to be in backup vvi but, the device was clearly not in backup vvi mode. They called tech services and eventually interrogated the device yet, afterward was again unable to interrogate the device. The patient had their second visit and with the help of tech services were able to fix the issue and functions appropriately. The patient is stable.